Manufacturer narrative:
The other additional proglide is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 9f sheath prior to an electrophysiology procedure. Reportedly, no suture was present when the proglide plunger was removed on both devices. The electrophysiology procedure was completed and hemostasis was achieved with a new proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.